Event description:
Device #2 of 4: reference MFR. Report: 1627487-2018-08611, 1627487-2018-08614, and 1627487-2018-08615. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were repositioned. Postoperatively, effective stimulation was attained and issue has been resolved. Pain at lead site has been resolved by repositioning of the leads.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device # 2of 4: reference MFR. Report: 1627487-2018-08611, 1627487-2018-08614, and 1627487-2018-08615. It was reported the patient was experiencing pain at the lead sites whether stimulation was on or off. Surgical intervention may be pending to address this issue.